Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All available information was investigated, and the reported single leaflet device attachment per the physician is related to calcification on the leaflets, and is therefore related to patient conditions. Mitral valve insufficiency/regurgitation resulting in dyspnea, heart failure and hypotension appears to be due to the slda. Mitral regurgitation, hypotension and dyspnea are known possible complications associated with mitraclip procedures. Unexpected medical interventions, medication required and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. H6 health effect - clinical code: added code 1914. H6 health effect - impact code: 4644 added.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. One clip was implanted. The final mr grade was 1. Two days later the patient presented with shortness of breath, heart failure, and unstable hemodynamics. The patient returned to the hospital and an echocardiogram showed a single leaflet device attachment (slda). The clip was detached from the anterior leaflet and remained attached to the posterior leaflet. An impella was placed for stabilization and various medication was administered. On (B)(6) 2025 a the patient presented with grade 4 functional mitral regurgitation (mr) for a second mitraclip procedure. One clip was placed adjacent to the first clip. The mr grade reduced from severe to mild-moderate. The physician made the decision to remove the impella prior to removal of the clip delivery system. When the impella was pulled the newly-implanted clip slipped off of the posterior leaflet, resulting in a slda. Two additional clips were implanted laterally and in the medial commissure. The final mr grade was 2-3. Per the physician, the slda that occurred after the procedure may have been due to calcification on the leaflets. The slda that occurred during the second procedure was due to the impella device getting entangled in chordae and the untangling of the impella device pulled the clip off the posterior leaflet. Subsequent to the initial report, it was noted that during placement of the xt clip, there was interaction with the slda clip. There was no damage caused by the clip-to-clip interaction.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. One clip was implanted. The final mr grade was 1. Two days later the patient presented with shortness of breath, heart failure, and unstable hemodynamics. The patient returned to the hospital and an echocardiogram showed a single leaflet device attachment (slda). The clip was detached from the anterior leaflet and remained attached to the posterior leaflet. An impella was placed for stabilization and various medication was administered. On (B)(6) 2025 a the patient presented with grade 4 functional mitral regurgitation (mr) for a second mitraclip procedure. One clip was placed adjacent to the first clip. The mr grade reduced from severe to mild-moderate. The physician made the decision to remove the non-abbott heart pump prior to removal of the clip delivery system. When the heart pump was pulled the newly implanted clip slipped off of the posterior leaflet, resulting in a slda. Two additional clips were implanted laterally and in the medial commissure. The final mr grade was 2-3. Per the physician, the slda that occurred after the procedure may have been due to calcification on the leaflets. The slda that occurred during the second procedure was due to the non-abbott heart pump device getting entangled in chordae and the untangling of the heart pump device pulled the clip off the posterior leaflet.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.